Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, more than three opening on posterior side assessed as surgical damage and broken two sharp patterns along the same edge on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: crease is observed. Red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a left side "exchange from textured to smooth implants due to the patient's concern with the product", "capsular contracture grade IV". Also reported the following upon explant surgery "hole, non-specific", "intracapsular rupture with liquid silicone in capsule." The device has been explanted.

Event description:
Healthcare professional reported a left side "exchange from textured to smooth implants due to the patient's concern with the product", "capsular contracture grade IV". Also reported the following upon explant surgery "hole, non-specific", "intracapsular rupture with liquid silicone in capsule." The device has been explanted..

Manufacturer narrative:
Continued e1 (email address): (B)(6). Continued e1 (facility name): (B)(6) . Continued h6 (health effect - impact code): f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth implants due to the patient's concern with the product", "capsular contracture grade IV".